Event description:
It was reported that a spectrum pump would display errors but did not provide an audible alarm during regular testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported 'display errors but did not provide an audible alarm' was not reproduced during evaluation. The evaluator found the pump to function as intended, within specification and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.